Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer was informed they could continue using the pump and advised to call back if any further malfunction codes appeared.